Event description:
It was reported to philips that the system not switching on; no fault found during diagnostics on a azurion 7 b12. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
No fault found; follow-up visit planned. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).